Manufacturer narrative:
Follow-up # 1 date of submission 05/03/2016-device evaluation: the pump has been returned and evaluated by product analysis on 04/12/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed an unexplained pump reboot two days after the event date, and insulin delivery was never resumed. A manual suspension of delivery and manual resume were also observed in the black box data prior to the event date. The daily insulin delivery totals added up to correctly reflect the user programmed basal rates. A delivery accuracy test was performed and passed with the pump delivering accurately within specifications. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no interruptions in delivery, errors, alarms, or warnings observed. A 10 unit normal bolus and audio bolus were successfully programmed and delivered from the pump. No defect was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016 the patient experienced an elevated blood glucose (bg) of 332 mg/dl with a large level of ketones; no other symptoms of hyperglycemia were reported. Reportedly, the patient visited an emergency room where the bg excursion was treated with insulin via injection and intravenous fluids. The insertion site was also changed. It was also reported that the patient's bg did not improve despite multiple site, infusion set, cartridge, and insulin vial changes. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program, the basal history matched the active basal program settings, and the bolus totals were all recorded as programmed; there was no indication of a pump defect during troubleshooting, and the patient was referred to their health care provider for diabetes management. The patient's guardian reportedly insisted that the pump be replaced. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia while using insulin pump therapy.